Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The tps micro drill was sent for eval due to overheating during a procedure. No adverse event was associated with the device. The procedure was completed with a readily available alternate device without any procedural delay.